Manufacturer narrative:
The problem was due to sma connector failure. After the replacement the laser system restarted to work properly. We are unaware about pt injury.

Event description:
The laser system has the following problem: "fiber detection intermittent". No adverse effects to pt were reported, problem happened during maintenance.